Event description:
It was reported that the 9800 system had poor image quality during a case. Also there was noise coming from the x-ray tube. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube and temperature sensor were replaced. The filament was calibrated and beam aligned during the service call. The system was tested and found to be working as intended, and put back into service.